Event description:
During follow-up, diagnostic imaging was performed and it was observed that the right atrial (ra) lead was dislodged. No intervention was performed. The patient was stable and will continue to be monitored. There were no adverse consequences.